Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not reappear, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code recurs, and they acknowledged and understood the instructions.